Event description:
Brush head no longer stays on the brush...head pops off with even the slightest pull/comes off in mouth - oral-b [device breakage] . Case narrative: consumer via chat stated that the oral-b cross action toothbrush heads no longer stayed on the oral-b toothbrush, type 3765. The oral-b toothbrush heads popped off with even the slightest pull. No injury was reported. 09-nov-2023 follow up via email: the consumer reported that they used the device to brush their teeth and the oral-b toothbrush head came off of the oral-b toothbrush in their mouth. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.